Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms on the pump. The customer's blood glucose reading was 138 mg/dl. The customer reported no delivery four different times and they ran out of reservoirs. The customer stated that the reservoir was not dispensing insulin and received no delivery. The customer was not able to troubleshoot during time of call. The product was not returned for analysis.